Event description:
The left side lower l4 rod slipped out of screw head with set screw still intact. Rod slippage resulted in the need for revision surgery. Depuy synthes spine became aware of the event on (B)(4) 2012. The sales representative has been reminded of the need to immediately report adverse events. Concomitant devices: expedium si set screw, 179702000; expedium si polyaxial screw, catalog# unknown; torque wrench handles, 277040510

Manufacturer narrative:
The spinal rod is not available for evaluation. Two concomitant device torque wrench handles only were returned for evaluation. The instruments, manufactured in april 2004 and november 2006, were heavily based upon the numerous markings on the hard coat anodized surfaces and bent setting pins. Torque testing found both instruments applied torque either at their required specification value or above, suggesting that the concomitant device set screw was not under torque. Reviews of the device history records found the torque wrench handle production lots met specification requirements when released to stock. The cause of the spinal rod slippage cannot be determined. At this time, the complaint is considered to be closed. Device not available.

Manufacturer narrative:
Depuy synthes spine has requested return of the rod for evaluation. However, it is not known if the device is available. A follow up report will be filed upon receipt of the device or if it is determined that the rod is not available for evaluation. Requested. Not known if available.